Manufacturer narrative:
The unit powered up properly after battery installation and it was received with its operating currents within specification. The unit was monitored and no blank display anomalies or battery out limit alarms were noted. The unit passed the self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The unit was received with a missing end cap sticker. The following physical damage was noted: cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The patient reported via phone call that the insulin pump display went blank. The patient's blood glucose at the time of incident was 207 mg/dl. During troubleshooting the patient mentioned a crack on the top right corner of the display. The display had also returned but the insulin pump alarmed battery out limit. The alarm occurred during normal use. The insulin pump was returned for analysis.